Event description:
Healthcare professional reported a clinical patient experienced a faulty injector, unable to move slider forward beyond halfway point against the xen®45 gts.

Manufacturer narrative:
Visual analysis of the returned device noted complaint was able to be confirmed. The initial state of the xen injector, with the needle bevel selector in between the left and center positions, did not allow for the injector to actuate. The needle bevel was placed in the appropriate position and the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was confirmed. The xen unit was returned with the needle bevel selector positioned in between the left and center position causing the slider not to advance. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force. 7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Device labeling: this is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a clinical patient experienced a faulty injector, unable to move slider forward beyond halfway point against the xen®45 gts.